Event description:
It was reported the patient presented remotely via (B)(6).net. Review of the transmission revealed the atrial lead was oversensing noise. No changes or interventions were performed. The patient was in stable condition.